Event description:
Over the past few weeks, providers have reported that the screens are freezing mid\[?]"use during intubations, which has caused significant challenges during emergent situations. In addition, after switching all units to the new cords your team provided, we are now seeing failures during startup. The devices display a blue screen with an "x" over all three connection icons and flash a #5 error. We have attempted swapping blades and different cords. Our biomed department has evaluated the units, but the devices continue to exhibit the same issues after being returned. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
Device has been received and sent to the manufacturing site for thorough investigation.

Manufacturer narrative:
Awaiting return of the device.

Event description:
Over the past few weeks, providers have reported that the screens are freezing mid\[?]"use during intubations, which has caused significant challenges during emergent situations. In addition, after switching all units to the new cords your team provided, we are now seeing failures during startup. The devices display a blue screen with an "x" over all three connection icons and flash a #5 error. We have attempted swapping blades and different cords. Our biomed department has evaluated the units, but the devices continue to exhibit the same issues after being returned. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.